Event description:
Manufacturer representative reported pt experienced an epidural hematoma post trial lead implant. Pt complained of a burning sensationd during the implant. MFR representative reported later the pt experienced weakness and the hcp removed the leads. The device was explanted but not returned to the MFR for analysis.